Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: 20g IV catheter did not retract when the button was pressed. Nobody was injured.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches. Although the reported issue was not confirmed, a trend has been identified for the reported failure. Corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10

Event description:
It was reported while using bd insyte autoguard straight, 20g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: 20g IV catheter did not retract when the button was pressed. Nobody was injured.

Manufacturer narrative:
Medical device lot #: 2214504 and 2252113 were reported, however, these are not lot #s manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.